Event description:
The customer reported the device was used during a laparoscopic tubal ligation. It was reported there was a pneumoperitoneal leak around the 578sd. At the conclusion of the procedure, the silicone seal appeared to be missing. The surgeon reported this to the pt. There was no consequence to the pt according to the surgeon.